Manufacturer narrative:
Evaluation, method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. (B)(4). Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.

Event description:
The patient received two percutaneous leads implanted over the nerve root at l5 and over the nerve root at s1 (off-label location) through a laminectomy on (B)(6) 2007. The leads were connected directly to the ipg. It was reported that the patient experienced a loss of stimulation on (B)(6) 2007. Lead testing showed that one of the leads exhibited low impedances on all contacts and the other exhibited normal impedances. When the stimulation frequency was increased, the patient felt discomfort in the area below the incision wound. It was reported that the physician suspected lead migration. The leads were explanted and not returned to ans for analysis. Follow-up on the patient found no further issues reported.